Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an air in line error. Service evaluation verified the air in line error. The cause was identified to be an out of specification upstream sensor. The upstream sensor was unable to be calibrated and required replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed air in line. No additional information is available.